Manufacturer narrative:
The reported device was not returned for evaluation. It was not possible to confirm/relate the reported events with the device. A complete review of the DHR for lot 23041732 was carried out, no deviation was found in the manufacturing process. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. A definitive root cause could not be determined. · potential factors related to the manufacture of the device that may lead to leakage include, but are not limited to: - improper technique. - damaged device. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. Establishment labs will continue to monitor for similar complaints/trends.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, or any health impact to the patient details have been requested. No additional information is available at this time. Reason for reoperation: surgeon not able to find the expander injection port when trying with several port locators which allegedly worked well, a manual filling of the expander had to be executed. No device explantation had to be performed according to the information provided so far.

Event description:
Allegedly, the surgeon had to palpate to inflate the expander. The patient is still having saline fills using mechanical palpation to locate the port.